Event description:
The customer alleged that the unit leaked cidex opa on the floor. There were no reports of injuries. There were no error messages. The customer decided not to have the unit serviced. Instead, they are emptying the cidex opa before it overflows. They reported that they have had no overflow since.

Manufacturer narrative:
The customer decided not to get the unit serviced.